Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic during follow up. Increased high out of range rv capture thresholds were observed. Isometric testing for noise was suggested. Further actions will be discussed with the physician. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4)

Event description:
New information received indicates that the lead was capped and replaced due to insulation anomaly.